Event description:
The rptr did meter to lab comparison tests. Rptr did an am fasting test at home with a reading of 90 mg/dl. Approximately 30 minutes later rptr went for a lab test and had a result of 140 mg/dl. Rptr did not have any symptoms. The rptr checks the confirmation dot for enough blood. A control solution test of 133 (84-126) failed high on first vial of strips. Rptr retested using new vial (same lot#) and the result of 125 was within range (84-126). No harm was alleged.